Manufacturer narrative:
The product will not be returned so no evaluation is possible. The customer reported having difficulty when trying to fill the pod with insulin which indicates a probable problem with the retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized (though no "crackling" noise was noted in this report). The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe, using a pod with these conditions could result in under - delivery of insulin." The user is also instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod or backup therapy if needed.

Event description:
The customer reported that he had a difficult time filling the pod but was eventually able to force the insulin in. A few hours later, the pod alarmed - his bg's at the time were high (in the range of 250mg/dl). The pod will not be returned for evaluation. It was explained to the customer to never fill a pod when there's resistance.